Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event and subsequently expired on an unk date after the use of the product.

Manufacturer narrative:
This is one event for the same pt involving two separate products; associated MDR # 1225714-2013-02311.

Manufacturer narrative:
This is one of two device reports related to this event. Associated manufacturer report numbers are 1225714-2013-02310 and 1225714-2013-02311.

Event description:
The additional information received noted that the patient experienced a sudden cardiac event and expired the same day. It was further alleged the event was caused by the patient's exposure to the product administered during dialysis treatment.